Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, and displacement test. However, unable to prime unit during the prime/compromised force sensor system test and compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. The drive support was inspected and no anomaly noted. Unit was received with corroded motor home switch, missing end cap sticker, cracked case at display window corners and reservoir tube. Unit was also received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. She was unable to exit the preparing to prime loop. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.